Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that they stopped feeling stimulation on saturday. They stated that their leg and back were bothering them. It was reported that on the call the patient used their patient programmer and the patient programmer showed that the ins was off and p2 was at 0.00v. Patient services had the patient turn their ins on. The patient indicated that they could increase their stimulation and it was at 75 right now and they could not feel any stimulation. It was reported that the patient stopped feeling stimulation on (B)(6) 2017. No further complications were reported/anticipated.